Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer has to press the select button several times before it will move on into bolus wizard. The customer also stated that the batteries were not lasting as long as they used to. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.